Event description:
As reported, angiography revealed a 90% stenosed lesion in a male pt's right internal carotid artery. An angioguard xp was deployed beyond the target lesion and the lesion was pre-dilated. A precise stent was successfully implanted at the target lesion. When the stent was placed in the target lesion, the pt developed decreased consciousness, and air emboli were observed by angiography. Before the physician could provide treatment, the symptom began to resolve and the air emboli could no longer be observed by angiography. The pt did not receive treatment and recovered 30 minutes after the procedure and is in stable condition. According to the physician, air remained in the stent, causing the pt to have a tia, even though he properly purged air while preparing the device.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2009-00922. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.